Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Ater further investigation of the facts provided by the customer it was determined that two sets of electrode pads were tried during this event. The reported malfunction of the CPR-d pads was observed and attributed to a broken connector on the electrode pads. An internal break in the connector caused the device to not recognize the pads. Evaluation of the pedi pad used was unable to replicate or confirm the reported malfunction. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.